Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient went to the hospital due to hypoglycemia. Patient was unconscious when admitted to the hospital and does not remember any details of any treatments given or diagnosis. Patient was transported by ambulance to the hospital. It was reported her bg levels went as low as 28 mg/dl. Patient reported using ademalog (generic brand of humalog) when adverse event occurred. Patient was wearing pod for less than 24 hours and does not remember pod placement on body. Pod was discarded. No further information available at this time.